Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about four days after the implant procedure, bi-ventricular pacing was not occurring. Performance data and the device programming were reviewed and it was determined that the right atrial lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.